Event description:
It was reported that during a pulmonary angiogram, while advancing an unknown wire in the innominate artery to the right lung, a perforation occurred. The 3.5 x 16 mm jostent graftmaster, while advancing through the guide catheter, partially dislodged from the balloon. The stent delivery system and the guiding catheter were removed as one unit. A second 3.5 x 12 mm jostent graftmaster successfully sealed the perforation. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the graftmaster was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. Potential factors that can contribute to partial stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy, or from an interaction with a previously implanted stent and/or accessory devices. In this case, no patient anatomical information was provided and may have aided the investigation. Return of the graftmaster may have ultimately aided in determining a cause for the reported dislodgement. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify product quality, including stent dislodgement force as well as proper guide wire and guiding catheter movement. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint handling database was performed. It was reported that the graftmaster was used in an attempt to treat a perforation in the innominate artery. It should be noted that the products instructions for use (IFU) states, the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. It is unknown how this contributed to the reported incident. Based on the information received from the complaint and without the product to examine, a definitive cause for the reported partial stent dislodgement cannot be determined.